Event description:
It was reported that tip damage occurred. An amplatz super stiff guidewire was selected for use. During the procedure, it was noted that the tip part of the wire was shredded. The wire was removed, and the procedure was completed with a new wire. There were no patient complications as a result of this event.

Manufacturer narrative:
The amplatz super stiff was not returned but device analysis was performed using the photo received. There were pictures attached in the parent record, it was possible to observed that the coil wire was unraveled due the core wire was found detached separated from distal tip to the transition point, also, the guidewire was kinked and stretched at distal section.

Event description:
It was reported that tip damage occurred. An amplatz super stiff guidewire was selected for use. During the procedure, it was noted that the tip part of the wire was shredded. The wire was removed, and the procedure was completed with a new wire. There were no patient complications as a result of this event. It was further reported that the tip was uncoiling off of the core wire.